Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The nurse reported that there were signs of infection around patient's stoma site. Patient was evaluated by the physician and was started on oral antibiotics keflex 500mg three times a day. Patient was advised to keep the area clean and dry and to cleanse with normal saline 3-4 times per day.